Event description:
It was reported that during active ventilation, the touchscreen and all controls on the ventilator stopped responding to input. The device issued an audible alarm. Ventilation continued uninterrupted, but it was not possible to adjust the ventilation parameters. The device was taken out of service. No adverse health effects on the patient were reported.

Manufacturer narrative:
The dräger service technician visited the site but was unable to reproduce the reported error, which suggests a sporadic malfunction of the touchscreen. Repair by replacing the touchscreen is not possible because the affected device has reached end-of-service and spare parts are no longer available. If the touchscreen fails, the device's usability is limited. Ongoing ventilation and all other functions of the device, as well as the audible alarm, are not affected. However, alarms can no longer be signaled visually but only audibly. If usability is limited, it may be necessary to switch to an independent ventilator.